Event description:
It was reported that the patient had 24 no external power alarms which the patient stated they did not hear. Log file review confirmed multiple no external power alarms while tethered to the mobile power unit (mpu). It was unknown why the patient did not hear the alarms. The mpu reportedly had a v-lock connector and the power cord did not come loose from the back of the unit. It was assumed that the power cord came loose at the wall outlet and it was noted that the patient was not very forthcoming about the alarms. It was also noted that the patient walked around their home attached to the mpu despite multiple re-education conversations. No equipment was exchanged or removed from service. Related MFR. # 2916596-2023-02467.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of ac power occurring while connected to the mobile power unit (mpu) was not confirmed. The submitted controller event log file data did not did not indicate any issues with the mpu. However, multiple no external power alarms were observed due to both power cables being disconnected from external power; these alarms are addressed via the system controller investigation. The pump maintained a speed above the low speed limit throughout the log file. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 08mar2022. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the backup battery fault and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) (rev. C) section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate 3 instructions for use (rev. C) section 2, entitled "system operations", explains how to replace the system controller and how to replace the system controller backup battery. Section 5, entitled ¿surgical procedures¿, also explains how to install the backup battery in the system controller. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.